Event description:
It was reported that the patients ipg had flipped and was protruding which had caused severe pain. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.